Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump when she was trying to bolus. Customer's blood glucose was 81 mg/dl at the time of the incident. Customer stated that the buttons are not responding and when she went to put in her carbs, the number started to scroll. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. The insulin pump has cracked case at the display window corner, battery tube threads, minor scratched display window and missing the end cap sticker.